Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 678809,20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, gastrointestinal bleeding, analgesia, dysuria, abdominal pain, per vaginal bleeding, polycystic ovary, vaginal dryness, kidney infection, gastroesophageal reflux, blood transfusion and anemia. Essure confirmation test(s) conducted, specify- unknown. Concurrent conditions included multiple allergies and insomnia. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), cetirizine, dicycloverine hydrochloride (bentyl) since (B)(6) 2007, methocarbamol (robaxin) since (B)(6) 2008, nsaids since (B)(6) 2008, omeprazole magnesium (prilosec) since (B)(6) 2008, promethazine since (B)(6) 2007 and zolpidem. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), back pain ("back pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((bilateral salpingectomy)). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, and bladder/urinary problems-yes plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Received treatment for pain, bleeding, psych injury, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 678809,20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, gastrointestinal bleeding, analgesia, dysuria, abdominal pain, per vaginal bleeding, polycystic ovary, vaginal dryness, kidney infection, gastroesophageal reflux, blood transfusion and anemia. Essure confirmation test(s) conducted, specify- unknown. Concurrent conditions included multiple allergies and insomnia. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), cetirizine, dicycloverine hydrochloride (bentyl) since (B)(6) 2007, methocarbamol (robaxin) since (B)(6) 2008, nsaids since july 2008, omeprazole magnesium (prilosec) since (B)(6) 2008, promethazine since (B)(6) 2007 and zolpidem. On (B)(6) 2008, the patient had essure inserted. In july 2008, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvi. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, uti, vaginal discharge were added. Reporter was added. On 5-may-2020: new event- post procedural complication was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 678809,20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, gastrointestinal bleeding, analgesia, dysuria, abdominal pain, per vaginal bleeding, polycystic ovary, vaginal dryness, kidney infection, gastroesophageal reflux, blood transfusion and anemia. Essure confirmation test(s) conducted, specify- unknown. Concurrent conditions included multiple allergies and insomnia. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), cetirizine, dicycloverine hydrochloride (bentyl) since (B)(6) 2007, methocarbamol (robaxin) since (B)(6) 2008, nsaids since (B)(6) 2008, omeprazole magnesium (prilosec) since (B)(6) 2008, promethazine since (B)(6) 2007 and zolpidem. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and back pain ("back pain"). The patient was treated with surgery ((bilateral salpingectomy)). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, and bladder/urinary problems-yes. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 678809,20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, gastrointestinal bleeding, analgesia, dysuria, abdominal pain, per vaginal bleeding, polycystic ovary, vaginal dryness, kidney infection, gastroesophageal reflux, blood transfusion and anemia. Essure confirmation test(s) conducted, specify- unknown. Concurrent conditions included multiple allergies and insomnia. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), cetirizine, dicycloverine hydrochloride (bentyl) since (B)(6) 2007, methocarbamol (robaxin) since (B)(6) 2008, nsaids since (B)(6) 2008, omeprazole magnesium (prilosec) since (B)(6) 2008, promethazine since (B)(6) 2007 and zolpidem. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvi. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- case was upgraded from non-serious incident to serious incident. Reporter information was added. Essure removal date and surgery were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.